Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is linked to (B)(4) (first revision right knee). It was reported that the patient had right medial quad rupture with draining hematoma. No implants removed or revised with this procedure. Re-implant was (B)(6) 2021, I&d poly exchange performed (B)(6) 2021. No infection has been diagnosed. Doi: (B)(6) 2021. Dor: (B)(6) 2021 (poly exchanged). Doe: (B)(6) 2021. Right knee.